Event description:
The shunt was implanted in 2001 and revised in 2001 due to shunt fracture at ventricular catheter reservoir outlet. A small fragment of catheter remained on the proximal end of the valve. This was not a medtronic neurosurgery catheter.